Event description:
During a routine shift check by a clincian, the device displayed a "defib fault 72" message and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the device had gotten wet while in a compartment of a vehicle prior to the shift check.